Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to pull medication after rx verification request. The technical support specialist remoted in and found that the approved issue amount was zero. A representative updated the amount, then restarted the application and trained the user on how to properly submit a request. The user was then able to issue medication and case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had a station was requested rx verify. The customer stated that the malfunction occurred when user trying to issue medication to patient and unable to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a station was requested rx verify. The customer stated that the malfunction occurred when user trying to issue medication to patient and unable to issue medication to a patient. There were no adverse events or injuries reported based on this event.